Event description:
Patient here on (B)(6) 2009 for orif left elbow fracture. During procedure, drill bit broke off in elbow, surgeon elected, per op note, to leave broken drill bit in ulna because the "risk was higher than potential benefit" of removing. Later films/CT scan revealed bit located in joint and surgeon elected to bring patient back for surgery and patient returned on (B)(6) 2009 for successful hardware retrieval of broken drill bit. Surgeon reported event to facility administrator a few days prior to 2nd surgery on (B)(6) 2009. Synthes rep represent for both procedures and reported event to company.